Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son's insulin pump had buttons that were sticking and hard to push. The patient's blood glucose at the time of incident is unknown. The mother also complained of the pump over-delivering since the buttons were sticking while she programmed her son's bolus. Troubleshooting could not occur since her son was at school. The mother stated that she will call back later. She was advised to have her son discontinue use of the pump and to revert to a medically prescribed back-up plan. No products were shipped or returned.